Event description:
A medtronic rep reported that the treon camera tracks at only a short distance. Upon powering on, the camera heats up and smokes. The surgery was completed using the stealthstation with no impact to the pt.

Manufacturer narrative:
Pt info was requested, but not available at the time of this report. The device has not been returned to the MFR.